Manufacturer narrative:
Section d4: the heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4).

Event description:
It was reported that the subject was found to have been bradycardic with the heart rate down into the 50s, consulted by electrophysiologist to determine if patient would be more hemodynamically stable with higher heart rate and potentially help the right sided failure. The consult and electrophysiologist determined an implantable cardioverter-defibrillator (ICD) was appropriate. ICD was placed (B)(6) 2019.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) and the reported events could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 lvas. The heartmate 3 left ventricular assist system instruction for use lists right heart failure as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. This document also explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 7 months (the age is calculated from the date of implant to the event date). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the subject was admitted with acute on chronic bi-ventricular systolic/diastolic failure. The patient had a chest x-ray with effusion and edema, juvenile rheumatoid arthritis present, abdomen distended. Patient started on IV lasix 80 mg IV q8hrs. The patient was discharged on (B)(6) 2019 following IV diuretics and implantable cardioverter-defibrillator (ICD) interrogation.